Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a smart remote manager failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed to open. A field service engineer worked with pharmacy to troubleshoot the issue. Ran diagnostics and checked connections, which identified a failed latch on the smart remote manager. Replaced the latch and rebooted the station. Verified normal operation after repair. The system functioned as intended after the field service engineer repaired the device.